Event description:
The reporter reported 'false negative" ocase on amazon review post on (B)(6) 2022. The reporter claimed that the product did not work because the reporter's other kit showed positive after testing negative with diatrust kit. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date etc.) And any further information to investigate the false negative based on pcr test results to confirm that the results are false with the consent of the reporter